Event description:
A malfunction was reported on the pump with no notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information, and the caller planned to reboot the pump independently. The caller was advised to contact technical support again if the malfunction code recurred, and they acknowledged this instruction.